Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('tubes removed in 2011') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included twin pregnancy and multigravida. In 2008, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced arthralgia ("right side hips hurt"). The patient was treated with surgery (essure removal surgery). Essure was removed in 2011. At the time of the report, the medical device removal and arthralgia outcome was unknown. The reporter considered arthralgia and medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: medical device removal, arthralgia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-jun-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('tubes removed in 2011') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included twin pregnancy and multigravida. In 2008, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced arthralgia ("right side hips hurt"). The patient was treated with surgery (essure removal surgery). Essure was removed in 2011. At the time of the report, the medical device removal and arthralgia outcome was unknown. The reporter considered arthralgia and medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: medical device removal, arthralgia. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.